Manufacturer narrative:
Device eval by MFR: the device was returned and analysis was completed. An icerod cx 90 degree needle/vl was returned for analysis. Visual inspection of the exterior of the needle was performed and no abnormalities were noted. The needle was connected to the icefx console, and a two-minute confidence test was performed. The test performed normally. A five-minute freeze in gel was performed and frost was noticed on the shaft. The needle was disassembled and evaluated under a microscope for abnormalities. It was noted that there were abnormalities in the vacuum insulation tubing. The tubing showed some discoloration and some solder abnormalities on the tubing. The frost on the shaft was confirmed.

Event description:
It was reported that frost on the needle shaft occurred. An icerod cx 90 degree needle/vl was selected for use in a cryorenal procedure. The needle passed all function testing during preparation. During the first freeze cycle in the procedure, ice on the needle shaft occurred. The freeze cycle was stopped. There was redness and burning on the patient skin. The procedure was completed with two other icerod cx 90 degree needles. There were no further patient complications. It was further reported that there was no frost on the needle shaft. Frost was observed on the needle. A glove with warm water was used to protect the patient's skin.

Event description:
It was reported that frost on the needle shaft occurred. An icerod cx 90 degree needle/vl was selected for use in a cryorenal procedure. The needle passed all function testing during preparation. During the first freeze cycle in the procedure, ice on the needle shaft occurred. The freeze cycle was stopped. There was redness and burning on the patient skin. The procedure was completed with two other icerod cx 90 degree needles. There were no further patient complications. It was further reported that there was no frost on the needle shaft. Frost was observed on the needle. A glove with warm water was used to protect the patient's skin.

Event description:
It was reported that frost on the needle shaft occurred. An icerod cx 90 degree needle/vl was selected for use in a cryorenal procedure. The needle passed all function testing during preparation. During the first freeze cycle in the procedure, ice on the needle shaft occurred. The freeze cycle was stopped. There was redness and burning on the patient skin. The procedure was completed with two other icerod cx 90 degree needles. There were no further patient complications.